Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a ventricular tachycardia (vt) procedure. After the physician connected, the catheter to the ultrasound system and inserted the catheter into the patients' anatomy, it was observed that there was no visible image generated by the catheter. The physician removed the catheter but did not reboot the ultrasound system. A replacement catheter was reinserted into the patient to continue and complete the procedure. The procedure was delayed by 30 minutes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.